Event description:
It was reported that during a hepatectomy procedure, the handles were very stiff and occasionally get stuck when he was opening and closing the device using the handles. It was very difficult to control the closure of the jaws of the instrument during the liver resection. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.